Event description:
Update (B)(4) 2013: failure due to dislocation; doi; dor.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Revision of european hip. Reason for revision unknown.

Manufacturer narrative:
This product is not the subject of the complaint. Depuy considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this is a duplicate report of 1818910-2013-32895. 1818910-2013-34701 will be rejected.1818910-2013-32895 will be kept for investigation purposes.